Manufacturer narrative:
(B)(4).

Event description:
It was reported that a piece of the trocar housing broke from the trocar and was in the patient. No additional information was able to be obtained at this time.